Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the trunk cable connector j702 on the distribution node pca was physically damaged, and the cable connecting ECG c and d was pulled from strain relief. The root cause for the damage was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable.